Manufacturer narrative:
Additional information received. The cause of the event as per the physician was due to the release button card slot not being aligned properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the taper tip lumen had broken distal to the spindle. The material was oval at the break site. The screw gear and back end lock had been disassembled. The taper tip lumen had broken at the back end with a section of material remaining on the t-tubing. Slight resistance was noted when moving the stent graft cover using the trigger. The external slider was removed. No resistance was noted when moving the trigger without the external slider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 32.6 mm thoracic aortic dissection. It was reported that during the index procedure, the physician attempted to deploy the device by rotating the handle counter-clockwise. However, handle would not turn, and stent graft did not deploy. The physician then disassembled the handle to manually release the mechanism, which successfully deployed the stent graft. It was reported that, per the physician, the cause of the event was related to the delivery system. No clinical sequelae were reported, and the patient will be monitored by their physician.